Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on 10/03/2006 and (B)(6) 2008.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation with concurrent procedures laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that following implantation, the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent the following additional surgeries: (B)(6) 2006 bladder repair on (B)(6) 2006, mesh revision/removal on (B)(6) 2006, and mesh revision, cystoscopy and excision of mesh on (B)(6) 2008. (B)(4).